Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt states that her hearing sensation deteriorated suddenly during her summer holidays in 2010. She experiences different hearing impression and sometimes unexpected loud sounds over a period of 2-3 minutes. Testing showed the groundpath impedance at 4 kohm. The pt cannot remember an impact to her head or similar event.